Event description:
It was reported by service report that the scale is not reading correctly and power prong is loose in the power cord. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Load cell.